Manufacturer narrative:
H10 - one used empty 100ml container, 0.9% nacl by baxter, one used administration set, filter by bd medical, and one used unit list # ch2000sc-10, spinning spiros® closed male luer, red cap; lot # 4761899; as well as one used unit list # ch2000sc-10, spinning spiros® closed male luer, red cap; lot # 4761899, and one used empty 50ml syringe bd were received for evaluation. Both of the returned ch2000sc-10 spinning spiros were confirmed to leak during use at the poppet/o-ring interface. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component. The device history review for lot number 4761899 was reviewed and there were no relevant non-conformances found. Additional information can be found in section g1.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not been received.

Event description:
The event involved a spinning spiros® closed male luer, red cap that was found to be leaking an unspecified biohazard or chemotherapy agent after the device was in use for 1 hour. There was patient involvement and no report of harm.